Event description:
It was reported that during a da vinci-assisted liver transection procedure, the blade of the harmonic ace instrument broke in the patient's abdomen. A fragment fell inside the patient but was retrieved during the same surgical procedure. Which was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested for return of harmonic ace instrument for failure analysis evaluation. However, as of the date of this report, isi has not received the instrument. Therefore, the cause of the customer reported failure mode cannot be determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and failure analysis found the instrument to have one of the blades broken at the base. A piece approximately 0.074" x 0.549" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.